Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed that the rtm cord frayed and had no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was about two weeks ago the pt noticed that the recharger antenna (rtm) cord was frayed. When attempting to charge implant pt mentioned that they had trouble getting the implant to locate and to attempt implant recharge, pt noticed that "everything" would run really slow; pt stated when attempting to charge implant the controller screen looking for a device would take longer to find device. Pt mentioned that the implant charging duration took longer. Pt mentioned that when they moved during implant recharge the recharging quality would move from good to excellent (pss understood that the slightest movement when recharging implant would change the recharging quality). Today when pt attempted to charge their implant they received the message batteries low replace. The controller batteries soon. Pt mentioned that when they received the message, the controller was at 100% battery and the implant was at 10% battery, pt mentioned that they don't usually receive any battery low messages until the battery reaches 10% (pss understood that the pt does not receive battery low messages un til the implant reached 10%). Pt mentioned that they removed the controller battery in the controller and placed aa batteries into the controller, pt mentioned that they were unable to charge implant with aa batteries placed into the controller. During the call the pt verified that there was no extra external heat when attempting to charge implant, pt mentioned that the rtm gets warm but not hot (pt mentioned that when the rtm gets warm that's not out of the ordinary). The issue was not resolved. An email was sent to the repair department to replace the rtm. Upon further consideration pt mentioned that they had trouble getting the equipment to locate the implant and that it took them a long time for the equipment to find the implant before the implant started recharging. Pt also mentioned that sometimes if they move the frayed part of the rtm cord while recharging the ins, the recharging quality would go from good to excellent. When the pt received the message battery low on the controller the pt stated that the implant was actually at 30% and that usually the battery low message doesn't appear until the ins gets down to 10%.